Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant two (2) weeks after placement due to pressure necrosis and peri-implantitis. This MDR is the first of two reports.